Manufacturer narrative:
Unique identifier (UDI) (B)(4).

Event description:
The patient stated that they received an erroneous result when testing with coaguchek xs meter serial number (B)(4). This medwatch concerns test strip lot number 23547622. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 21674822. At 10 a.m., the patient tested a sample on the meter and the result was 4.5 inr with test strip lot number 21674822. The patient noted that he may have taken longer than 15 seconds to apply this first sample to the test strip. The patient then opened new test strips of lot number 23547622, changed the code key in the meter, and tested again at 10:05 a.m. Using a sample from a new finger. The result from this second test was 3.0 inr (test strip lot 23547622). The patient reported the meter values to an independent diagnostic testing facility. No adverse events were alleged. No actions were taken and no treatment was provided based on the meter results. No changes were made to the patient's medication based on the meter results. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is tested weekly to every 10 days. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. There have been no changes to the patient's warfarin dose. The patient has had no new medications, no diet changes, and no illnesses. The patient has no symptoms of bleeding. He has a bruise on his calf from playing tennis, but did not need any treatment for the bruise. The patient says he gets normal bruising. The patient's product has been requested for investigation and replacement product has been sent to the patient. The patient says he is out of test strip lot number 21674822. Relevant retention test strips (lot 235476-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124458-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
Upon review of the meter memory, the following values were measured on (B)(6) 2017: a 4.5 inr value was measured at 11:58. A 3.0 inr value was measured at 12:08. A 3.4 inr value was measured at 17:53. The patient's meter and test strips from lot 235476-22 were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.